Event description:
Additional information was received from a health care provider (hcp). It was reported that the actions/interventions taken to resolve the reported drooling included increases the voltage on (B)(6) 2016 as the stimulation was intentionally lowered prior to the battery replacement. The hcp also noted that during his evaluation impedances were normal so it was unclear where the low impedances were recorded.

Event description:
The patient reported via a manufacturer representative (rep) that he noticed the implantable neurostimulator (ins) did not seem to work as well. He noticed more drooling and postural changes within the past several months, but the rep was not sure if it was in 2016. He had a fall about a month prior to (B)(6) 2016 where he fell on his buttock, not the ins. The rep was at a procedure to replace the battery on (B)(6) 2016 and the current voltage was 2.56 volts. An impedance of 35 ohms was measured on the combination of 0 <(>&<)> 3, but the rest were within normal limits. The impedance problem was not affecting the therapy pair. The patient was to follow-up with the healthcare provider (hcp). The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.